Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the sales rep in united kingdom that postoperatively to an unknown surgery on an unknown date, the patient underwent a revision surgery on (B)(6) 2022 due to a broken va periprosthetic. According to the report, two titanium plates used in the revision procedure. The status of the patient was unknown. No additional information was provided. This report is for one (1) device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was further reported that on (B)(6) 2022, patient stood up and felt a snap in the left leg. Patient walked with a zimmer frame and was full weight-bearing. Revision surgery was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d6, d9, e1, g1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d2 d7: it is unknown if this single-use device was reprocessed and reused. G3: it was confirmed on may 5, 2022, that original date of awareness was april 23, 2022. H4, h5.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va-lcp ppfx proximal femur plate 3.5/4.5 was broken across hole #3 from top to bottom, both fragments were returned. The edges of the broken fragments appear to be smoothed out, most likely due to constant friction between the pieces before removal. A dimensional inspection for the va-lcp ppfx proximal femur plate 3.5/4.5 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va-lcp ppfx proximal femur plate 3.5/4.5 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: a device history record (DHR) review was conducted: product code: 02.221.121s, lot number: 464p023, manufacturing site: mezzovico, release to warehouse date: 29 nov 2021, expiration date: 01 nov 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances related to the malfunction were identified. Jbl-nr was initiated during the manufacturing for some surface defects identified before laser etching operation, but the affected items have been reworked, inspected and fully released as documented on the DHR. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.